Event description:
It was reported that a pt underwent an open repair of a primary umbilical hernia under general anesthesia on (B)(6) 2010. Mesh was placed intraperitoneally. On (B)(6) 2010, the pt experienced a seroma and the pressure of the seroma caused erythema. The seroma was 2cm x 2cm. An aspiration procedure was not performed. The pt had some drainage through the incision. The pt was prescribed keflex 500 mg three times per day beginning on (B)(6) 2010. The event is reported as resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Seroma. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In additional, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.